Event description:
A report was received that the ipg was not holding a charged. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured 78 mv per day, this exceeds the typical battery depletion rate. The aic-u1 damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference er2010. The use of electrocautery during the revision resulted in the reported complaint.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. The physician suspected device malfunction due to the result of the database analysis which stated that battery was depleting prematurely. It was also reported that the patient had a previous revision (MFR report : 3006630150-2013-01960) wherein bipolar electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the ipg was not holding a charged. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the ipg was not holding a charged. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.